Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited changes in threshold measurements and varied pacing impedance measurements from 1,000 ohms to the 200-300 ohms range. Additionally, the patient complained of extracardiac stimulation. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.